Event description:
It was reported that a patient was getting up at night and needed to urinate all day long. Since she got home from the hospital after implant, she was having leakage. The patient would end up being damp, but not soaked and it was a nuisance. The patient seemed to pee every time she smelled food and was also allergic to a lot of food. She hadn¿t felt stimulation since she came home from surgery. The patient worked with a manufacturer representative to get stimulation going, but it wasn¿t enough. She may need additional reprogramming. The patient was having a little pain right where the implantable neurostimulator (ins) was located and it wasn¿t uncomfortable, but was hurting a little bit. She also felt pressure in that area. The patient was able to increase the stimulation so she was feeling something, but it thought it could be a little too strong. While working with a manufacturer representative, she got a jolt. The patient was at 4.8 volts and stimulation was off. The patient turned the setting down to 0 volts, turned stimulation on, and increased it to where it was comfortable. The patient planned to leave it at 3.3 volts and she was starting to feel a little pressure near the ins. Later the patient was pressing the middle blue button on the side of the patient programmer and the programmer wouldn¿t go off. The patient was turning the ins off by pressing the blue button. After synching the programmer with the ins, the device was set on program 1 at 3.1, she didn¿t see the lightning bolt, and the ins was off. The patient turned the ins back on and felt stimulation. It was unknown if there was 50 percent or greater symptom reduction. The event cause was determined, was device related, and reprogramming wasn¿t needed. The implant had been turned off since the surgery on (B)(6) 2014. The patient didn¿t experience a loss of therapeutic effect or loss of stimulation. The patient recovered without permanent impairment and was scheduled for her post-implant clinic visit on (B)(6) 2014.

Event description:
It was reported the patient still had concerns regarding their device or therapy but were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2014 was noted.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0n11v, implanted: (B)(6) 2014, product type: lead. (B)(4).